Event description:
Particulate was seen coming from this handpiece during a cataract extraction procedure. The procedure was completed with this handpiece.

Manufacturer narrative:
A filter test was performed and the handpiece passed. The customer complaint could not be duplicated.